Event description:
I went to my gynecologist office for a scheduled vtone procedure for urinary incontinence. The only time I have had this done. A little bit uncomfortable but I was good with a setting of a #10 (choices of 1-15). It remained on #10 for 20 minutes and I was able to adjust up or down to whatever felt comfortable to me at any time during the 30 minute procedure. I decided to try #11 for 9 1/2 minutes and finished off on #12 for 30 seconds. When the procedure was over, I then stopped at home for a moment then went to 2 stores. All was good. That evening I was a little sore in my pelvic area, my butt cheeks and the back of my thighs - like I had done a vigorous workout. The next day I had more discomfort and abnormal bowel movements. The discomfort became worse each day. I do have fibromyalgia & spinal stenosis. The procedure threw me into a full-blown fibro flare up. I had not been this bad in maybe 5 years. My lower back pain was just awful. I have had 2 bouts of vertigo since the procedure. My abnormal bowels are full diarrhea as of today - (B)(6) 2024. I have not left my house for 2 days and I have had heating pads on my stomach and pelvic area, which does give me some relief. I had called the doctor's. Office at the beginning of this week and told the girl my fibro had gotten worse. But I never got into great detail with her. My call at that time was to move my 2nd appt further out because I am having a mild spine procedure in (B)(6) & didn't want to chance more vtone issues after having it done. I thought maybe for the next session I would do a lower number, like #5. I have since realized that I am not going to have the vtone procedure ever again. Remarkably, I have not read a negative review about the vtone procedure. Anywhere. Everyone loves it. 5 stars across the board. Whether it was done for the bladder or for vaginal rejuvenation. Am I really the only person having all of these issues?